Event description:
An olympus employee reported on behalf of a customer, the evis lusera colonovideoscope had brush clogging during reprocessing. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with foreign object. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to sending to olympus. User facility does not know when the foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. Here were no abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was immersed in detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of brush being clogged was not confirmed. In addition to evaluation in the event description, the curved rubber bond was cracked. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were on the insertion tube. Wrinkles were in the insertion tube. Scratches were found on the operation part. Scratches were found on the tip cover. There was a scratch on the hardness adjustment ring. Scratches were found on the switch box. Scratches were found on switch button 3. The suction cylinder was scraped. Scratches were on the operation unit cover. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. Scratches were found on the universal cord. There was corrosion of the electrical connector. Scratches were found on the scope connector. Scratches were on the light guide cover glass surface. Scratches were found on the scope connector joint case. There were scratches on the right/left angle fixing knob. Protector of universal cord on scope connector side had a scratch. The angle power was heavy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was there any deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.